Event description:
It was reported that approx five months after a urethral bulking implant, the doctor noted erosion at the urethral wall. The doctor went in and removed all of the bulking material and the pt returned to their pre-existing stress incontinence. No additional information was provided and no further complications were reported.